Event description:
ECG cable was identified as defective after patient's phillips monitor alarmed showing a concerning rhythm. By process of elimination the team was able to identify that the ECG cable that goes from the monitor to the patient contained the defect.